Event description:
New information received states based on lead integrity with fluoroscopic exam, the conductors does not appear to be externalized. The patient medical condition is good.

Event description:
It was reported that prior to device replacement for battery near eri, fluoroscopy revealed externalized conductors. Electrical measurements were normal. The lead remains implanted. The patient condition after event was good.

Manufacturer narrative:
(B)(4).

Event description:
New information received states a nonsustained ventricular fibrillation episode was observed due to noise. Noise could not be reproduced with either lead provocative testing or pocket manipulation. Externalized conductors were confirmed. No procedure was completed as the physician suspected real arrhythmia. The transmitter was delivered at the patient. The patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
New information received states upper out of range high voltage lead impedance measurements were observed due to increased vectors even within the range. The lead was tested for noise but noise did not occur. The lead integrity was tested under fluoroscopy. The impedance limit setting was increased. No other intervention was completed. The patient will return to the clinic in three months and will continue to be remotely monitored. The patient condition is good.

Event description:
New information received states rv sensing amplitude declined since the last visit. No resolution was attempted. The patient condition is good.

Event description:
New information received states that programming changes were made to lower the sensing value. No procedure was taken at this moment. The patient will return to the clinic in two to three months.